Event description:
The pt was bilaterally implanted with smooth gels on 12/9/93. Subsequently, it was noted that the pt developed auto-immune symptoms. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, february 10, 1997). Any perceived increase in frequency of event is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.